Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise on the right atrial channel. This resulted in the sam feature being disabled. Additionally, a lead safety switch (lss) occurred due to high out of range pacing impedances measuring greater than 3000 ohms. Due to the sam feature being disabled there have been atrial tachy response (atr). Technical services provided device programming options to adjust the sensitivity. At this time this pacemaker and ra lead remains in service. No adverse patient effects were reported.